Event description:
It was reported that the pt had fallen down. He went to his physician, where he received a pressure bandage on the implant side. After the swelling had subsided the pt visited the clinic for follow-up, where it was observed that the implant had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.